Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the tandem-provided charging supplies warm to the touch despite being in room-temperature conditions. There was no adverse impact to customer's blood glucose level. Reportedly, the pump was charging during the event then the charging cable stopped charging moments later. The customer continued to use the pump for insulin therapy.